Manufacturer narrative:
The haemonetics field service engineer went out to the customer site to evaluate the device. Complete diagnostic testing was run and no malfunction was found. A review of the procedure showed no errors or alarms. All device settings were correct. The device was returned to service.

Event description:
Haemonetics received notification on 01/11/2016 of a donor reaction that occurred at the end of a routine plasmapheresis on (B)(6) 2016. The procedure yielded 850ml of plasma. There were no issues noted during the procedure. The donor had severe malaise but no loss of consciousness. He presented with diaphoresis and tachycardia for approximately 30 minutes. The donor was administered 500ml nacl IV at the donation site. Emergency services were not required. The donor was released from the customer site in good condition. Follow up with the donor 48 hours post reaction found him to continue to be in good condition. The probable cause for the reaction was hypovolemia.

Manufacturer narrative:
The haemonetics field service engineer made a correction to the service report to document that the pump rollers were out of specification. The haemonetics hardness specifications for the pump rollers is 63-75 shore a durometer. The pump rollers for this device were at 55 and 56 shore a durometer when tested.